Event description:
It has been determined that this was not an MDR reportable event as the unit had no malfunction and only was a safety disk replacement due to hitting it's maximum hours.

Manufacturer narrative:
It has been determined that this was not an MDR reportable event as the unit had no malfunction and only was a safety disk replacement due to hitting it's maximum hours. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
It was initially reported that during a routine check performed by the customer, the cardiosave intra-aortic balloon pump (iabp) was not functional. Later it was clarified that the iabp in fact surfaced a "safety disk replacement due" prompt in the screen. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.